Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. Upon explant no apparent damage was observed on the device. There were no patient complications reported.